Manufacturer narrative:
(B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed in this report which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient visited the reporting clinic for abdominal pain after a meal and was admitted to the hospital for suspected cholecystitis. A subsequent examination revealed gastric fluid leakage from the gastric fistula site, which was confirmed to be gallbladder debris, which caused peritonitis. On (B)(6) 2017, an endoscopic cholecystectomy was performed. On (B)(6) 2017, the patient recovered from the peritonitis and was discharged from the hospital.